Event description:
The customer reported to olympus, the oes bronchofiberscope had air water leakages from the distal end. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the connecting tube had coating peeled. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
E1 "establishment name" was shortened due to character limitations. The full name is (B)(6). A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. Based on the results of the investigation, physical stress was applied to the insertion section during user handling and caused the coating to peel. The suggested event is detectable and preventable by handling the scope in accordance with the following sections of the instructions for use: 3.2 inspection of the endoscope. 5. Inspect the external surface of the entire insertion tube including the bending section and the distal end for dents, bulges, swelling, peeling, scratching, holes, sagging, transformation, bends, adhesion of foreign body, dropout of parts, any protruding objects or other irregularities. In addition, the following non-reportable malfunctions were found during the device evaluation: due to a pinhole on the bending section cover (a-rubber), water tightness was lost. The a-rubber had slack and the adhesive was chipped. The connecting tube had a wrinkle. The bending angle in the up direction did not meet the standard value due to wear of the angle wire. The light guide (lg) had breakage. The bending tube, connecting tube and universal cord were dented. The image was stained due to damage on ig bundle. The following components were scratched: lg cover glass, lg connector, universal cord, forceps channel port, angulation lever, up down ud plate, grip, scope cover, control unit, eyepiece. The indication on ud plate was peeled. Olympus will continue to monitor field performance for this device.